Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Device was not returned.

Event description:
Patient reported the menu/check buttons on the infusion device are not functioning correctly. Patient stated failure of the buttons is intermittent. Patient reported the issue has been occurring for the past month. Patient stated the buttons work if pressed hard, but must be pressed repeatedly to function. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.